Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3max reperfusion catheter and a penumbra system 5max ace reperfusion catheter. During the procedure, the physician advanced the 5max ace catheter over the 3max catheter to the target vessel. The 3max catheter was removed from the patient. Upon removal, the 3max catheter became stretched. The procedure successfully continued using the same 5max ace catheter. There was no report of an adverse effect on the patient.

Manufacturer narrative:
The 3max was ovalized approximately 40.0 cm from the distal tip. The complaint has been evaluated. The complaint indicated that during the procedure, the 3max became stretched while being withdrawn from a penumbra system 5max ace reperfusion catheter. The procedure continued successfully using the 5max ace. Evaluation of the returned 3max revealed it was ovalized. This type of damage typically occurs due to improper handling during use. If the 3max is forcefully manipulated within patient anatomy at an angle, damage such as this may occur. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.